Manufacturer narrative:
(B)(4). Corrected data: the analysis results found that ats45 device was returned outside its package. In addition, only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have cut in the tyvek, the cut was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that a sharp device cut the tyvek. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # m55m6a. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the surgeon found the inner plastic package was broken before it was used on the patient. For the sake of sterility, another like device was used to complete the procedure. There were no adverse consequences for the patient reported.